Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's device first stopped working (B)(6) 2016. It was reported that the device worked initially. Urinary incontinence and nocturia were reportedly present. The cause of the device not working was not determined, but the device is reportedly in the proper position. Patient reportedly started botox. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that device never worked. Caller in background heard patient telling nurse that the interstim never worked. They also never received a device to turn off implant. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.